Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative stated that the system had been unplugged for extended period of time. System checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that during a spinal fusion procedure, the imaging system was stuck in m- calibration screen. Site held down the m button but the gantry would only move up and down and was stopping abruptly. No other motion was observed. Rebooting the system for multiple times and holding down the m button for 5 minutes did not resolve the issue. The site completed the procedure with the use of another medtronic imaging system. There was a reported delay of 25-30 minutes. No impact on patient outcome.